Event description:
It is reported that a customer keeps received a low battery signal on their insulin pump. The customer's blood glucose level was not recorded. The customer was advised to send the pump back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had currents within specification and no unexpected low battery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.